Event description:
A cracked and unresponsive touchscreen was reported by a customer using an insulin pump in slovakia, rendering interaction with the pump impossible. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump would be replaced, and a replacement pump was arranged to ensure continuous insulin delivery. Tandem technical support provided instructions for returning the damaged pump and confirmed the shipping details for the new device.